Event description:
It was reported that at some time during a venous angioplasty, the pta balloon detached from the catheter. The balloon segment was successfully removed without further incident. There was no reported patient injury.

Manufacturer narrative:
This event was reported via user facility medwatch (B)(4). The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. This is the only complaint reported for this lot number for this failure mode. The investigation is inconclusive as the sample was not returned. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event.